Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp was primed and not connected to a patient. The pressures displayed on the console were incorrect, pven 56, pint 310, part 59. The disposable was switched to a new cardiohelp and correct pressures were displayed. The failure occurred during priming. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported, that the cardiohelp was primed and not connected to a patient. The pressures displayed on the console were incorrect, pven 56, pint 310, part 59. The customer stated, that they could not zero pressures. The hls pint pressure was fouind to be fluctuating and would not zero. And would always have an offset of around 6 mmhg. The disposable was switched to a new cardiohelp and correct pressures were displayed. The failure occurred, during priming. No harm to any person has been reported. A getinge field service technician (fst), was sent for investigation on 2024-04-17 and 2024-04-19. The hls cable was checked and found good, the contacts on the connector were cleaned. The fst performed safety, calibration and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed. And could be confirmed, that no pump stop occurred, on the date of event. According to the fst cleaning, the hls cable connector solved the failure. Therefore, the most probable root cause is dirty hls cable connector. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult/adult, chapter, "priming the system"): the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits, the system generates a visual and acoustical alarm. According to the instruction for use (IFU), of the cardiohelp, chapter "connection the sensors", it is stated, to ensure that the connected sensors are not defective and to not use if there is a visible damage. The review of the non-conformities has been performed on 2024-04-03 for the period of 2017-07-31 to 2024-04-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication, that manufacturing issues occurred, during this time. Thus, production related influences are unlikely. The device was manufactured on 2017-07-31. Based on the results, the reported failure "high incorrect pressure readings" could be confirmed. The customer will be informed about the results, by the getinge sales and service unit. The occurrence rate was calculated for the reported issue. And it was determined, that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program. And additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).